Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was subjected to extensive testing, including functional testing, bench handling, and power cycling without duplicating the malfunction. The multifunctional cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable from the event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient, the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.